Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited a shock impedance measurement of <20, >125 ohms following the patient's hip surgery. The patient reported that the lead did not work and that she did not want to have the issue resolved. A boston scientific crm technical services consultant discussed performing isometrics and pocket manipulation to see if noise could be produced on the shock channel. It was also recommended to contact the patient's following physician to learn what shock impedance measurements had been at previous checks. Technical services explained that the <20 ohms could indicate an insulation breach which could lead to a short, and >125 ohms could indicate a lead fracture. Therapy was considered compromised.

Manufacturer narrative:
The boston scientific crm representative contacted the patient's following physician and was told that this had been an ongoing issue. He believed the system needed to be revised, but the patient has refused. As of today, available information suggests this lead remains in service. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Additional information has been received that this right ventricular (rv) lead has remained in service until a recent upgrade was performed. Given that this lead was implanted abdominally and the new system is a pectoral system, this lead remains implanted but out of service. There have been no new issues or allegations against this rv lead.